Event description:
It was reported the patient (B)(6) was experiencing discomfort at the ipg site. Surgical intervention was undertaken to relocate the patient's ipg from the left buttock to the left abdomen. Effective therapy was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.